Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Customer's blood glucose level was 6.8 mmol/l. Troubleshooting for an unexpected restart alarm was performed. Customer replaced the battery, then the insulin pump began to count down and then alarmed unexpected restart. Customer advised they had to program the time and date but the device deleted the active insulin. Troubleshooting for external ram crc error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test and a21 error test. No a21 or a17 alarm noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.